Event description:
Boston scientific crm received information that this left ventricular lead was explanted due to dislodgement. Subsequent information was received that stated it took four hours to remove this lead. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.